Event description:
It was reported that the user experienced three insulin delivery occlusions while using the ilet with a subcutaneous insulin pen and was not following the correct order of operations, repeatedly using the same insertion side; the user later inquired about a cd infusion set and was informed it lacks an applicator and requires manual insertion. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, with a goodwill replacement order provided. Investigation included review of use patterns and education on correct workflow and infusion set insertion. Investigation of this case revealed user technique issues consistent with occlusion events related to infusion site management and process sequence. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.